Manufacturer narrative:
Additional summary: received for analysis an empty labeled winding former, a detached needle and a suture. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole. The end of the suture was noted cut appear to be by use of a surgical instrument.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjz006 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent an unknown surgery on an unknown date and suture was used. The suture detached from the needle during surgery. It was not a control release needle. There were no adverse consequences to the patient.